Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history file from the 4th of june was analyzed. The infusion therapy was started at 13:41 with a flow rate of 221.8ml/h and a time of 30 minutes. (There is time shift in the pump of approximately 1h due to winter/summertime. 13:41 in the log files was in real time 14:41 approximately). After 30 minutes the vtbi was reached. And after that this was repeated 3 times. Approximately 2 hours later at 15:54 the fourth vtbi therapy was done and 443.6ml were infused. The fifth vtbi therapy was started but stopped at 16:01. 468.94ml were infused. No technical malfunction was found in the log files. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "patient was having rituximab treatment using subsequent rate infusion chart. Observations were taken at 15:47 and patient was already on the top rate (221.8mls/hr) so the infusion was continued for another 30 minutes and I calculated that the infusion would finish within 90 minutes. Another member of staff continued the infusion 30 minutes later. At 16:50 I went to the patient again and there was still approximately 150mls of the treatment left. Looking at the pump check chart the patient should have received around 600mls of rituximab and the total volume was 610mls, however there was much more remaining. Patient was here almost 1 hour longer than intended."